Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the system experienced a back flow alarm. The device was not changed out, as the customer reset the unit. The unit still functions and they continued to use for surgery. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.